Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited low, out of range pace impedance measurements. There was reproducible noise. There was no pacing inhibition. It was thought that there may be a lead insulation breech. Requests for additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.